Event description:
It was reported that a 42-year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 26, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 275cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the anterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On august 23, 2022, mentor received confirmation that left side was deflated and right was found to be intact upon removal, and both devices were removed and replaced with the following devices on august 23, 2022: catalog number 3507385mc; serial number (B)(6) on one side and catalog number 3507360mc; serial number (B)(6) on the other side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 2, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On september 7, 2022, mentor became aware that the patient also experienced left side breast mass. Clinical code "breast mass" has been added to field h6 on this form. Reason for device explant and/or reoperation: left deflation, and breast mass manufacturer¿s reference number: (B)(4).